Event description:
It was observed during the device evaluation that the subject device exhibited a flow rate exceeding 200¿ml in 20 seconds. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the flow rate was more than 200ml in 20 seconds, due to component failure of pump head. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.